Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl). The pod was reportedly leaking while worn for between 5 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied and a 4 unit pen correction was administered.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed and the exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue with insulin delivery. During fluid path testing, the fluid was able to travel the complete fluid path with no issues, and no leaks were found. Therefore, no problems were found regarding the reported bent/kinked and leaking during wear events.